Event description:
It was reported that were three instances at this hospital in which the inside edges of split trocars cut into peritoneal catheters during surgical procedures. Refer to mfg medwatch report numbers 1226348-2002-0035 and 1226348-2002-0037 for the other reported events.